Event description:
During the procedure, it was reported the implanted coil prematurely detached inside the catheter. The coil was removed and a new coil was implanted without issues.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).